Event description:
At end of procedure, it was requested that the bed position be changed. Crna utilized control button to change position, bed continued to move in a flex position after she let go of controls.